Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected, and the device communicated normally with the programmer. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that upon interrogation at the clinic, it was noted that this pacemaker had reverted to safety mode operation. The device remains in service as the patient is waiting for the replacement procedure. At this time, no further information is available. No adverse patient effects were reported. The device was explanted, replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that upon interrogation at the clinic, it was noted that this pacemaker had reverted to safety mode operation. The device remains in service as the patient is waiting for the replacement procedure. At this time, no further information is available. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that upon interrogation at the clinic, it was noted that this pacemaker had reverted to safety mode operation. The device remains in service as the patient is waiting for the replacement procedure. At this time, no further information is available. No adverse patient effects were reported. The device was explanted, replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.